Event description:
It was reported to philips that the system failed to boot; issues with data transfer and memory errors on a allura xper fd20 biplane. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced bios batteries and hard disk spare parts, and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).